Event description:
It was reported that a malfunction occurred on the pump, and the screen became unresponsive. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, although the malfunction code did recur after initial reset attempts.